Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown duracon tibial component. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to being in extreme varus. Patient was revised to a cr triathlon construct with an asymmetrical patella.